Event description:
Patient's spouse called technical support for help with canceling treatment on the cycler stating the patient had peritonitis and needed to stop the cycling treatment in order to do a manual exchange. According to the peritoneal dialysis registered nurse (pd rn) the patient was diagnosed with peritonitis on (B)(6) 2013 after experiencing abdominal pain and cloudy effluent. White blood cell counts were elevated and the patient was started on antibiotics. She was not hospitalized. The cause of the peritonitis was reported to be touch contamination. The patient is legally blind and is assisted in her dialysis treatments by her visually impaired husband. The rn documents in clinic notes the husband must get his face very close to the connections in order to see them and is a risk for peritonitis. There have been no leaks during treatment and a search of the complaint information system confirms this. The patient is continuing on continuous cycling peritoneal dialysis. Pd rn also states this is the third peritonitis due to touch contamination since (B)(6) 2013.

Manufacturer narrative:
A manufacturing review was performed of the products shipped to the dialysis center during a three month time frame for lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformacnes during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported peritonitis. A supplemental MDR will be submitted at the completion of the investigation. Please reference associated MDR #: 2937457-2014-00123.